Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device exhibited symptoms of a power supply failure. There was no reported patient impact or injury. The device was evaluated by local philips dealer personnel, who confirmed a failure of the power supply. The device was returned to full functionality following the replacement of the power supply. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ac light is not on and the battery is not charging. There was no reported patient impact or injury.